Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator shut down while transporting a patient. The ventilator was in use on a patient at the time. No patient adverse events were reported.

Manufacturer narrative:
(B)(4). The manufacturer's field service engineer (fse) evaluated the unit and found the unit declared an error 1106 (machine pressure sensor calibration data error) while investigating the unit. The customer reported that the issue was resolved; however, the exact repair details were not provided.

Manufacturer narrative:
Several attempts were made with the customer for follow-up information and none was provided. No further information is available for this file.